Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported that the readings during the exam were bad. No patient harm has been reported. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined. The company representative noted that improper technique was used. The customer used the contact technique when immersion technique should be used. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 10, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to the customer error, where contact technique was used when immersion technique should be used. (B)(4).